Event description:
It was reported that the lead was explanted due to noise and oversensing.

Manufacturer narrative:
Internal insulation abrasion was found underneath the rv shock coil at 4.9-5.1 cm from the distal tip. The etfe coating was intact. No anomaly was found that could contribute to the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.